Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 530 mg/dl and then morning they woke up to blood glucose 490 mg/dl. Customer did not report symptoms or treatment related to low blood glucose or high blood glucose level. Customer stated infusion set was leaking. The insulin pump will not be returned for analysis.